Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "doctor (B)(6) stated the cocr locking ring on the anterior of the insert, detached partially from the poly insert when inserted into the anti rotation island of the tibial component before being seated anteriorly and before being impacted."